Manufacturer narrative:
H.6 investigation summary ¿ scope of issue: the scope of issue is only limited to facslyric 2l6c instrument, part # 651165, and serial # (B)(6). ¿ problem statement: a technical support engineer reported a complaint regarding part # 656682 being incorrectly packed in the box labeled for part # 656678 that occurred on (B)(6) 2022. Labeling or packaging issues can cause erroneous results on patient samples or serious injury to the user. Since this issue applies only to service kits and was discovered by the engineer, the instrument was never impacted. No users or patients were harmed by this issue. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue for part # 651165. Date range from 07oct2021 to date 07oct2022. ¿ manufacturing device history record (DHR) review: DHR part # 651165, serial # (B)(6), file # (B)(4) was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ complaint history review: this is the only complaint related to a labeling/documentation issue for part # 651165; date range from 07oct2021 to date 07oct2022.¿ returned sample evaluation: a return sample was not requested for evaluation because no parts were replaced. ¿ service history review: review of related work order #: n/a, case #: (B)(4) install date: 14jul2022 defective part number: n/a case comments: o subject / description: part #656682 was packed in the packing box #656678 o ((B)(6) 2022 3:32 am) #656682 was packed in the packing box # 656678. ¿ labeling / packaging review: labeling / packaging for part # 656678 was reviewed. The materials did not meet the labeling / packaging specification. Ecr (B)(4) was initiated to correct the unclear assembly instructions that caused this packaging issue. ¿ risk analysis: risk management file part # 10000063058ra, rev. 08/vers. Ab, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no o hazard ID #: (B)(6) o hazard: wrong data label. O cause: o wrong filter, mirror label used o bd service assigns wrong filter/mirror combination while setting base configuration o incorrect filter, mirror label identification with data acquired. O harmful effects: data collected with different filter/mirror o residual probability: 2 o residual severity: 3 o residual risk index: 6 ¿ potential causes: based on the investigation results the potential cause was determined to be a process issue during assembly. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax, the potential cause was determined to be a process issue during assembly. The tse (technical support engineer) reported that the service kit they ordered contained the wrong components i.e. Part # 656682 kit components were packaged in the part # 656678 kit box. The tse was expecting to receive part # 656678 and the received kit had the correct labeling and outer packaging, but incorrect components. Further investigation showed this issue was caused by human error during the kit assembly for part # 656678 during production. The instructions on how to assemble the kit in the routing were not fully clear, which resulted in an error in the assembly process. To prevent this issue in the future, the routing for the assembly procedure for both of these kits will be revised to remove any ambiguity in ecr (B)(4). Since this kit can only be ordered by service engineers, and not by customers directly, the risk of a wrong component being incorrectly installed in an instrument is very low. In this case, the tse ordered a replacement kit (part # 656678) which contained the correct components. This issue affected the tse¿s service kit stock alone, and there are no technical issues with the facslyric instrument this complaint is tied to. The safety risk of this hazard has been identified to be within the acceptable level. ¿ conclusion: based on the investigation results, the complaint was confirmed and the potential cause of the technical support engineer receiving the incorrect kit was determined to be a process issue during assembly. The part # 656678 kit was incorrectly assembled in production because the assembly instructions for part # 656678 were not fully clear, resulting in human error. To prevent this issue in the future, the routing assembly instructions for both part # 656678 and # 656682 will be revised in ecr (B)(4). To resolve this issue, the tse ordered a replacement kit and received the correct components. There are no technical issues with the facslyric instrument and it is functioning as per bd specifications. The safety risk of this hazard has been identified to be within the acceptable level. Based on the investigation results, a CAPA is not required because the issue was resolved and there was no impact to customer and patient health or safety. ¿ supporting document: n/a

Event description:
It was reported that while using bd facslyric¿ 2l6c instrument incorrect product was included. The following information was provided by the initial reporter: "part #656682 was packed in the packing box # 656678."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd facslyric¿ 2l6c instrument incorrect product was included. The following information was provided by the initial reporter: part#: 656682 was packed in the packing box #: 656678.